Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest that covered his whole ribcage. The rash was reportedly red, itchy, irritated, bumpy, and bled sometimes. The patient's physician prescribed triamcinolone acetonide 1%. The medical outcome is unknown.